Event description:
Epinephrine infusing at 0.2mcg/kg/min via syringe pump. Blood pressures extremely labile. When infusions were changed over to a bag using large volume infusion pump, the patient's pressures were more stable.nurse at bedside but not actively touching the pump.